Event description:
The patient experienced stimulation in the wrong location. When stimulation was turned on she had "pressure" in her low back area. It felt "like an elephant is standing on my back". The right lead has moved. The stimulation was covering pain in her right leg. Stimulation was turned off. She was at home in good condition. Further information has been requested.

Manufacturer narrative:
(B)(4).